Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a left side ablation to treat premature ventricular contractions with a intellanav mifi oi catheters were selected for use. It was reported that complete heart block was observed on the aortic cusp. The patient received a temporary pacemaker and was hospitalized over the weekend to monitor for conduction. The patient has recovered and discharged from the hospital.